Event description:
Olympus was informed that during an onsite visit, the user facility staff was not performing the necessary treatment for the endoscope reprocessor. The device had error code e95 and there were no detergent solution remaining. The unit had been sitting over 14 days with no filters or chemical change. The endoscope technician used the injection cylinder to release the detergent from line and ran a cycle test. The equipment was repaired and verified according to OEM instructions. No patient infections or injuries reported.

Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, it is likely the user did not follow the directions stated in the IFU, causing the suggested event. User can detect/prevent the suggested event in accordance with IFU below. 7.16 preparing the reprocessor for long-term storage . When the equipment will be stored for more than 14 days, follow the procedure described in this section. Olympus will continue to monitor field performance for this device.